Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve procedure, cardiac arrest occurred and extracorporeal membrane oxygenation (ECMO) was initiated. The procedure was then successfully completed, but the patient's cardiac function did not improve. 57 days following the procedure the patient died due to an arrythmia. Per the physician, there was no causal relationship between the device or procedure and the patient's death.